Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: fse talked to the customer over the phone on (B)(6) 2017.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) instructed the customer to clean and lube the syringe-l screw to correct the reported error message. A 13-month complaint history review for serial number (B)(4) found one (1) similar complaint. The g8 operator's manual sates that error message "706 syringe-l error" is indicative of an operation error in the syringe-l. The customer is instructed to inspect the syringe-l. The root cause of the reported error message was attributed to a dirty syringe-l.

Event description:
On (B)(6) 2017 the customer reported getting error message "709 syringe-l error" while running patient samples. On 07-aug-2017 a field service engineer (fse) contacted the customer over-the-phone to address the reported event, which resulted in delay in reporting of patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.